Manufacturer narrative:
As received, the device was returned for analysis and was unable to be interrogated with a programmer. Visual inspection of the device revealed blood in the header and a swollen can. Visual inspection of the battery also revealed it was swollen. A longevity calculation revealed the battery depleted prematurely and the device was below end of service (eos) when received. Electrical testing of the battery revealed the battery current was abnormally high. Further electrical testing on the device revealed no other anomalies. The cause of the high current remains unknown. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on 11 october 2016.

Event description:
During follow-up, the device was unable to be interrogated and premature battery depletion was suspected. The device was explanted and replaced and the patient was in stable condition.